Event description:
It was reported that the patient was evaluated in the intensive care unit due to a fall with an unknown cause that led to the patient hitting their head. The patient is currently on a ventilator and in a coma. It was also reported that there was one episode of non-sustained tachycardia with oversensing, however pocket manipulation could not reproduce the oversensing. It was later reported that noise was noted on the electrogram. All therapies were programmed off and the lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.